Event description:
Pt was admitted to an outside hosp for a change in mental status. Pt was found to have cerebral edema, and is being treated with decadron and trileptal. Event is unlikely related to proxima therapy.